Manufacturer narrative:
The investigation of the fan found the fan speed was 2 rpm (below specifications) during a fan test. The fan was replaced. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
A visera elite ii video system center was returned to olympus as part of an asset return. During the inspection of the device, it was found the fan speed was out of specifications (too low). There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred within one year from the device's manufactured date, therefore, it is possible that the fan motor accidentally malfunctioned. This phenomenon was not caused by design or manufacturing issue. It is also confirmed there is no safety problem.